Event description:
Reportedly, when the home monitor was turned on, the status light remains off and the pit button turned red. The associated wirex had three green lights and one yellow light. The device was rebooted but the same behavior was observed.

Event description:
Reportedly, when the home monitor was turned on, the status light remains off and the pit button turned red. The associated wirex had three green lights and one yellow light. The device was rebooted but the same behavior was observed. It was reported on 26 april 2022 that communication was restored between the home monitor and the back office.

Manufacturer narrative:
B5 and d10 updated. It was reported on 26 april 2022 that communication was restored between the home monitor and the back office.

Event description:
Reportedly, when the home monitor was turned on, the status light remains off and the pit button turned red. The associated wirex had three green lights and one yellow light. The device was rebooted but the same behavior was observed.

Manufacturer narrative:
It was reported that normal device functioning was confirmed following complaint creation: the home monitor could successfully send data to the back office. Therefore, no issue is suspected on the subject device.